Manufacturer narrative:
The investigation of priming issue has been completed. The root cause of the priming issue was not determined since the product and logs were not returned and insufficient clinical details were provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25810 as it is unknown if the initial reporter also sent the report to the food and drug administration. D4 expiration date was revised as it was not included on the initial manufacturer device report number 1220648-2025-25810. D4 unique identifier (UDI) was revised as it was not included on the initial manufacturer device report number 1220648-2025-25810. H4 device manufacture date was revised to reflect the corrected date on manufacturer device report 1220648-2025-25810.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had setup a cp pump for the support of a patient without any abiomed support onsite. The system failed to prime or do automated impella controller self checks appropriately. As there was a risk, the team replaced and placed new pump for support. No patient harm has been reported.